Manufacturer narrative:
It was reported that during left heart catheterization, the guidewire (taken from custom cardiac cath pack) sheared off subcutaneously into the patient's right groin. After introducer needle was successfully placed in the patient's right groin, the guidewire reportedly would not advance without resistance. Several unidentified number of attempts were made to advance the guidewire through the introducer needle until the physician simultaneously removed both the guidewire and introducer needle and found the tip of the guidewire stretched and sheared. Reportedly, the guidewire was inspected before use and was found defect free by appearance. The patient was reportedly admitted for overnight observation to be closely monitored while determining if tip remained intra or extravascular. Ultrasound and CT scan of the affected right groin area were performed. Per report, no serious injury was identified and patient followed up with the physician twice on outpatient basis with the patient reporting she is feeling well. Due to the reported need for overnight observation and follow-up care, this medwatch is being filed. The sample is not available to be returned for evaluation. The manufacturer of the guidewire was notified of the reported event. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire (taken from custom cardiac cath pack)) sheared off subcutaneously into the patient's right groin.